Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive esc button due to moisture damage on keypad trace. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump had a cracked belt clip slot, broken reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, cracked lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 163 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.